Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. Failure analysis investigation also found the following additional damages to the instrument: the instrument pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. There were indentations at the inner edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cables, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the mega needle driver instrument wire was noted to be broken at the tip of the instrument during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.